Event description:
(B)(4). Same patient as MDR ID#s: 2134265-2012-06996, 2134265-2012-06997, 2134265-2012-06998, 2134265-2012-07000, 2134265-2012-07001 it was reported that following a coronary artery stenting treatment procedure, the patient had in-stent restenosis and required a target vessel revascularization (tvr). In (B)(6) 2010, the patient presented due to stable angina (ccs class 1) and cardiac catheterization was recommended. The 1st target lesion was a de novo ostial lesion located in the proximal right coronary artery (prox rca) with 95% stenosis and was 10mm long with a reference vessel diameter of 3.5mm. The physician treated the lesion with pre-dilation and placement of a 3.5x16mm promus element stent, with 0% residual stenosis following post-dilation. The 2nd target lesion was located in the saphenous vein graft (svg) to 2nd obtuse marginal branch (om2) with 95% stenosis and was 9mm long with a reference vessel diameter of 4.0mm. The physician treated the lesion with pre-dilation and placement of a 4.0x12mm promus element stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented due to angina and was hospitalized on the same day. Cardiac catheterization was recommended. Coronary angiography revealed 75-94% eccentric recurrent restenosis of the 3.5x16mm promus element study stent in the prox rca, which was treated with placement of a 4x15mm non-bsc stent with 0% residual stenosis. The 95% restenosis of the 4.0x12mm promus element study stent in the svg to om2 was treated with placement of a drug eluting stent with 0% residual stenosis. It was also noted there was restenosis of the previously placed 5.0x20mm taxus liberte stent in the proximal svg to om2; restenosis of the previously placed 3.0x16mm taxus liberte stent in the distal svg to om2; and the previously placed 3.0x16mm taxus liberte stent in the proximal rca. The event was considered as resolved without residual effects and the patient was discharged on aspirin and clopidogrel

Event description:
It was originally reported that the svg to 2nd obtuse marginal branch (om2) was treated with placement of a drug eluting stent in (B)(6) 2012, however, the site confirmed there was no intervention performed in the svg to om2 and this event was entered in error.

Event description:
It was further reported that in (B)(6) 2012, the 75-94% eccentric recurrent restenosis in the proximal rca was only related to a non-bsc stent placed in (B)(6) 2011, but not related to the promus element study stent. The in-stent restenosis was treated with placement of a 4x15mm non-bsc stent extending to mid rca with 0% residual stenosis. The previously reported in-stent restenosis of the three taxus liberte stents has been withdrawn.

Manufacturer narrative:
Correction: describe event or problem: previously reported event of "tvr in the svg to om2" was withdrawn.(B)(4).

Manufacturer narrative:
Correction: describe event or problem: isr was related to a non-bsc stent instead of study stent or the three taxus liberte stents. (B)(4).

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).